Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the back box showed dates from (B)(4) 2018 to (B)(4) 2018 to (B)(4) 2018. The black box showed evidence of multiple replace battery alarms following the clearing of cs 052/054 errors on (B)(4) 2018 and (B)(4) 2018. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks observed. No evidence of moisture contamination was observed inside the battery compartment. During investigation, when powering up the pump, a replace battery alarm was received each time the "verify" screen was confirmed. The pump case was removed. No evidence of moisture or loose components was observed inside the pump. Further investigation showed an intermittent printed circuit board issue causing the replace battery alarms.